Event description:
Analysis of the returned generator and lead was completed. There were no performance or any other type of adverse conditions found with the pulse generator. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient was experiencing irritation at the generator site and has been rubbed by the wheelchair strap. The patient was seen in the emergency department and the site was cultured. The patient was treated with antibiotics. It was later reported that this was an open thread and infection and the generator and lead were explanted. The explanted devices were received for analysis. Analysis is underway, but has not been completed to date.